Event description:
Reportedly, upon insertion of pediport trocar, the trocar sheath (knife blade) fell apart and into the pre-peritoneal space. The sheath was retrieved laparoscopically. A diagnostic laparoscopy was performed after the hernia repair was completed to check for injury, none was found. Another port was used to complete surgical procedure . No injury or ill-effects to patient reported.